Event description:
(B)(4) I began to gain weight about this time, and experience constant numbness of the arms and legs. I have also developed lower back pain for no apparent reason, hot flashes, abnormal periods (lasting longer, heavier, bleeding in between), painful periods, loss of libido. I have gained over 40 pounds in a year, never experiencing a weight problem in my life. Several times a year I break out in painful rashes in my abdominal area. My doctor has run all the tests he can and the only abnormality he has found is inflammation, which he attributes my weight gain to, with no obvious reasons. Weight can fluctuate as much as 6 pounds from day to day. I have no other health problems, am on no other medications and in otherwise perfect health. I am (B)(6).